Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding an implantable intrathecal pump intended to deliver an unknown drug (concentration and dose unknown), indicated for non-malignant pain. It was reported that the hcp called to advise that the patient¿s new pump had a slight pocket infection, and so they were unable to refill. It was reported that now the pump is empty, and alarms are sounding. The hcp wanted to know how to silence the alarms until she is able to refill the pump. The event date was asked but would not be made available due to a legal/confidential reason. The event occurred during normal use. An environmental, external, or patient factor that may have led or contributed to the issue was the infection at the pump pocket site, per the physician. It was indicated that no troubleshooting was done. As an action/intervention taken to resolve the issue, it was stated that per the physician, she will put in a ¿volume¿ in the pump, drop the patient to minimum rate, and then would like a rep there for a refill on (B)(6) 2018. It was stated that she would be doing a bridge bolus at that time and would like assistance. Surgical intervention did not occur and was not planned. The issue was not resolved at the time of the report. The patient's status was listed as ¿alive ¿ no injury.¿ [note that this conflicts with the report that the patient had an infection at the pump pocket site]. The patient¿s medical history and weight were asked but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. Additional information was later received on 2018-apr-25 from the company representative. It was clarified that the physician had initially called the company representative. The name of the physician was clarified. The company representative had not spoken to the physician since the original call. Regarding the empty reservoir, the pump was noted as having administered an opioid, however the specific opioid that was in the pump was not specified. The physician did not want to fill the pump through a wound with a possible infection so the physician chose to not refill until the wound looked better. The company representative assumed the infection at the pump pocket site was resolved; however, the company representative noted they had not spoken to the physician since the original call and had no further information or follow-up. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) april 27, 2018. It was reported the pump had been refilled on (B)(4) 2018. The pump was interrogated and refilled without incident or issues. The patient tolerated the procedure. The pump was functioning as expected. It was indicated the wound infection was treated and resolved with keflex antibiotics. The patient's pump had been cleared for a refill by the doctor prior to (B)(4) 2018. Regarding actions/interventions taken to resolve the infection, the patient was prescribed oral antibiotics. The empty pump and infection had resolved.